Manufacturer narrative:
PMA/510(k) number = pre-amendment. Procode: dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, the amplatz extra-stiff support heparin coated wire guide had an "abnormal shape" with an intended treatment for an aortic valve stenosis during a transcatheter aortic valve implantation (tavi) procedure. The physician used another wire guide to complete the procedure. Upon receiving the complaint device at the manufacturing facility, it was noted during investigation that the safety wire was broken from the distal weld. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the mandril was protruding 1.2cm from the distal tip. However, the distal weld ball was intact, and no other damage was noted on the wire. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record revealed two nonconforming events which could contribute to this failure mode. These nonconformances were for flexibility incorrect and relaxation incorrect. While these nonconformances were related to the reported failure mode, the affected units were scrapped and not replaced. It should also be noted there was one other reported complaint for wire guide elongation for this lot number: (pr244870). Investigation concluded the physician¿s shaping of the tip as a potential cause of tip elongation, therefore the failure mode occurred after the manipulation. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to a transport and storage issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.